Manufacturer narrative:
Conclusion code 55 was used as it reflects intermittent component failure where the event is interpreted to be overall device performance. Event date is date that the device was tested at the manufacturing facility.

Event description:
Product was returned as part of recall. During internal evaluation, product button intermittently failed to actuate. (On-off and options buttons)